Manufacturer narrative:
Amendment: additional information is pertinent because initial statements are not implantable cardioverter defibrillator (ICD) related but right ventricular (rv) lead competitor's device related, as it was damaged. This complaint is no longer reportable.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited right ventricular (rv) lead shock impedance high out of range. Technical services (ts) was consulted and noted noise episodes. The device remains in service. No additional adverse patient effects were reported. Additional information was obtained, the impedance spike measurements were related to a broken lead. This lead was explanted and replaced for another competitor's lead.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited right ventricular (rv) lead shock impedance high out of range. Technical services (ts) was consulted and noted noise episodes. The device remains in service. No additional adverse patient effects were reported.